Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report #: 1627487-2014-25168, 1627487-2014-25169 and 1627487-2014-25170. The pt has two 3146 with the same lot number and two occipital 3161 (for off-label use) leads. It was reported the pt requested to have the scs system explanted due to being unsatisfied with the therapy. All possible 3161 leads are being reported.